Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a gradual return of frequency and urgency for about the past 4-6 weeks (it started after halloween but also noted it was around the beginning of november). They had not made any adjustments and requested assistance. Using the programmer, the patient was able to connect and it was determined that the stimulation was off as they did not see the lightening bolt on the therapy screen. The patient stated they did not know the stimulation was off. After reviewing button use, the patient was able to turn the stimulation back on. It was suggested to the patient to monitor their symptoms for a least a day since the therapy had been off. The patient did not intend to follow up with any healthcare professional (hcp). There were no further complications reported or anticipated.